Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - no defects noted during visual inspection. Unit primed and cut successfully. Disassembled unit to verify internal components. No damage or defect noted. Could not duplicate malfunction. Handpiece was disposed of. The DHR for microtip lot# 18613-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
During the procedure. After a successful prime. The probe was working internally.